Event description:
It was reported by the patient that the patient passed out and hit their head. The next day the patient was not feeling well and went to the hospital. They did not remember much from that time because they were in a coma. The patient stated the electrical system of the heart stopped and the implantable pulse generator (ipg) did not work. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.